Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was a bifurcation of the left main (lm) artery into the left anterior descending (lad) and the left circumflex (lcx) arteries. The physician implanted a promus element plus stent into the target lesion. Then, the physician used the kissing balloon technique. Upon the final inflation it was noted that the proximal edge of the promus element plus stent had accordianed. The procedure was completed by postdilating with a nc quantum balloon catheter, which resulted in good apposition of the accordianed segment. No patient complications were reported and the patient's status is stable and fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).